Event description:
The customer reported a constant low title volume alarm and low leak co2 alarm while setting the ventilator up for use. Since the alarm, a different ventilator was sourced and set up for use. The ventilator was being set up for patient use. There was no patient or user harm. The customer spoke with a remote service engineer (rse) and said they were not able to clear the alarms. While testing, customer is using 0.25 adapter for exhalation and able to duplicate low leak alarm. The rse advised customer that low tidal alarm is related to operator settings and no action needed, air inlet filter is fairly clean. Rse advised that flow sensors will need to be replaced to correct low leak alarm. The rse provided part and price for gas delivery system. The customer replaced the gas delivery system and the issue was resolved.